Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. Infections occurring within 60 days tavr generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro- wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. The majority of access site infections are almost universally related to contamination at the time of surgery. The sheath is provided in a sterile manner after undergoing a rigorous sterilization process. If an access site infection occurs, it is likely related to contamination or infection from elsewhere and is not in any way related to the sterilization or packaging process of the device. In this case, the exact cause of the cardiac apex infection cannot be confirmed. In addition to the procedure itself, patient factors and/or procedural factors described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), approximately 3 months post deployment of a 26mm sapien xt valve via the transapical approach, the cardiac apex was reported to be infected. An emergent operation was performed to replace an infected pledget. The infected pledget was analyzed. Bacteria (undetermined species) was detected. The patient is currently being monitored. Per the physician, the cause of the infection cannot be determined; the pledget is an ¿artificial material¿ and ¿an infection would occur with a fixed probability¿.